Event description:
It was reported that a beta bionics ilet user believes the ilet is giving too much insulin for meals after dropping low due to a "usual" meal announcement. The user has started announcing "less than." The user had a hypoglycemic episode reaching 65 mg/dl blood glucose (bg). He corrected with glucose tabs but tried to "beat the low." The user was educated on the device's learning period and best practices. He was advised additional training but denied as he would like to speak to his original trainer. There was no outside medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.